Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement on (B)(6) 2021, high impedance were observed at the patient's lead contacts. The physician confirmed a complete lead fracture via x-ray imaging. The manufacturer representative was able to program effective therapy, however, surgical intervention may be pending to address the issue at a later date.